Event description:
The customer reported to olympus, the ultrasound bronchofibervideoscope had a leak. There were no reports of patient harm. The reported issue occurred during reprocessing and there was no patient involvement. The device was returned for evaluation. During the device evaluation, found the connecting tube coating had peeled, marking disappearance on the insertion section (greater than or equal to 1 x mm2). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed due to a pinhole on bending section cover, water tightness was lost. The evaluation found the following findings: the face mask was deformed, the image guide bundle had significant breakages, the distal end was shaved, the adhesive on the bending section cover was detached, the connecting tube had buckling and due to wear of angle wire, bending angle in up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction to h4 for additional information inadvertently missed on initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause as to why the connecting tube coating was peeling could not be identified. Olympus will continue to monitor field performance for this device.